Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic adjustable gastric band procedure, one of the locking connector tabs was down 1/4 inch from where it should have been. When they attempted to closed it, it would not close. It was replaced. There was no impact to the patient.